Manufacturer narrative:
(B)(4).

Event description:
Procedure: distal pancreatectomy. According to the reporter: egiatrs60axt was loaded on the I-drive handle and the green cartridge status indicator lamp lit up and the jaws of the sulu was closed normally. Upon pressing the green button, a doctor confirmed no reaction of idrive handle resulting in the instrument not firing. New one was opened to complete the case with no problem. There was no patient harm and the patient current status is good. There was no unanticipated tissue damage or tissue resection. Operating time was not extended and there was no bleeding.